Manufacturer narrative:
(B)(4). We received one used (approx. Half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed and the patient connector was closed with the original wing cap. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected on the sample. Flow rate test: nominal: 2 ml/h. Actual: 3.3 ml in 1 h; 6.3 ml in 2 hrs; 53.6 ml in 25 hrs. A slow flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): incomplete infusion.